Event description:
It was reported that during a heavily tortuous, heavily calcified, distal, right coronary artery interventional procedure, the trek rx (2.5 x 12 mm) balloon dilatation catheter was advanced without difficulty and with the first inflation, at 10 atmospheres, the balloon slipped off the lesion. Reportedly, an attempt was made to re-cross the lesion with the trek rx (2.5 x 12 mm) balloon unsuccessfully. The trek rx (2.5 x 12 mm) dilatation catheter was removed without resistance and a non-abbott balloon dilatation catheter was used to complete the procedure. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4).during processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.